Event description:
The customer reported that they received erroneous high results for a total of 35 patient samples tested for troponin t stat (short turn around time) - tnt stat. The erroneous original results were obtained on an e602 analyzer and were reported outside of the laboratory. Repeat results were obtained on a different e602 analyzer and these repeat results were believed to be correct. Corrected reports were issued for all 35 samples. All samples from in-patients were processed by a pre-analytics system. The customer stated that some patients may have been admitted to the hospital based on the erroneous results, but this could not be confirmed. No adverse events were alleged. The e602 analyzer serial number was (B)(4). The customer declined service. The customer noted that the patient samples were initially tested using a reagent pack that had changed from standby status to "in use". The customer stated that their quality control range was too wide, so a high bias could not be detected. The customer has now narrowed their control ranges. The pack in question was recalibrated and controls were brought back to expected values. Investigations have determined that calibration signals of the pack were low, therefore causing elevated patient and quality control results. The higher bias on the controls could not be detected since the customer's control ranges were wide. The issue is connected to an unknown issue of the reagent pack that was used.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.